Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a controller exchange for unknown reasons. The event log captured some power cable disconnect that were not associated with power source changes. Also noted a few low voltage advisory events along with these power cable disconnects. These all occurred on the black power lead. On (B)(6) 2020 indicated that the patient was watching tv and heard an alarm and the controller said "something related to the battery" so they changed to fully charged batteries and the alarm resolved shortly but came back. The patient changed out the controller and since then the alarms have resolved. Upon inspection, the black cord does not appear to have any damage or bent pins.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnects was confirmed via the submitted log file. A review of the submitted log file spanned approximately 5 days (22oct20 to 27oct20 per timestamp). On (B)(6) 2020 at 21:42, while connected to batteries, the power cable disconnect alarm activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. This alarm repeated frequently until 22:16, when the controller was exchanged and powered off. There were no other notable alarms active in the log file. The returned system controller, (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined or correlated with the controller through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot power cable disconnect alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.